Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon was tightly folded. At 19cm from the tip of the device, the guidewire lumen was twisted for length of 5mm. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The balloon was able to be inflated to rated burst pressure and deflate with no issues or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.